Event description:
A report was received that the patients ipg was replaced due to difficulty charging. The patient is reportedly fine following the replacement procedure.

Manufacturer narrative:
Sc-1200, sn: (B)(4): unable to confirm the as reported observation with testing of the product return.

Event description:
A report was received that the patients ipg was replaced due to difficulty charging. The patient is reportedly fine following the replacement procedure.